Event description:
Source reports "...center has a toilet seat with a backrest on which the adjustment latches had broken. The backrest fell off and the patient slipped out of the seatbelt part and fell to the floor. He does not think the patient got hurt.